Event description:
It was reported that there were diminishing signals, noise, and episodes of false asystole on the implantable cardiac monitor. It was recommended to wait a couple of weeks and transmit again to determine if sensitivity needs to be adjusted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).